Event description:
The customer reported that their display had no sounds and missing some lines/characters.

Manufacturer narrative:
The customer reported upon start-up of their device, their display was missing some line and characters as well as having no sound. The customer's biomed engineer reported in 2009, that he tested the device and confirmed the missing characters on the display and no audio. He then opened up the device and reseated the cables and the boards, after which, powered the device back on the device returned to normal operation. The biomed informed the philip investigator that the device may have been bumped which caused one connection to loosen. Philips is considering that loss of audio function, if it recurred, could lead to failure to effectively monitor a patient which could lead to a serious injury or death. Based on the available information, we will consider that although the device failed prior to use, there is no known cause as to why the audio was not functional upon start-up.